Event description:
A hosp pharmacist reported that during a vitrectomy surgery the auto-stable infusion was not functioning on the pak. The pak was exchanged and the infusion functioned correctly. The surgery was completed without any pt harm. Additional info was received from the operating room supervisor who reported that the same event occurred twice during two different surgeries. The supervisor also clarified the event informing that the diameter of infusion cable was too small compared to the diameter of the valved trocar and the infusion cable could get off the eye at any moment during surgery. A new pak had to be opened to complete the surgery. The same action was taken on both surgeries. Both surgeries were completed without any pt harm. There are two med devices reports being filed for this facility. This report is for the event with an unk surgery date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).